Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("due two fragments left in my uterus /breakage of essure device"), device dislocation ("migration of essure device location of device: anterior abdomen/ part of that device was in my abdomen on top of my intestines."), uterine perforation ("perforation (uterus)/fragment in my uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), haemorrhagic ovarian cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic cyst of right ovary") and systemic lupus erythematosus ("autoimmune disorder type of pre lupus") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal) on (B)(6) 2017, anemia on (B)(6) 2017, bronchiectasis on (B)(6) 2017, bronchitis on (B)(6) 2017, rotator cuff injury on (B)(6) 2017, pneumonia on (B)(6) 2017, neck pain on (B)(6) 2017 and vomiting on (B)(6) 2017. Patient underwent CT scan and transvaginal ultrasound (tvu) who's dated are unknown. Concurrent conditions included foggy feeling in head, memory loss, anemia since 2012, augmentation mammoplasty since 2007, breast prosthesis implantation since (B)(6) 2016, colonoscopy since (B)(6) 2014, arthritis since 2012, asthma since 2004, gerd since 2013, post-traumatic stress disorder since 2014, shoulder pain since 2010, body mass index normal, breast pain since (B)(6) 2011, ear disorder since (B)(6) 2012, obsessive-compulsive disorder since (B)(6) 2012, depressed mood since (B)(6) 2012, anxious mood since (B)(6) 2012, restlessness since (B)(6) 2012, muscle tension since (B)(6) 2012, breast mass since (B)(6) 2012, degeneration of cervical intervertebral disc since (B)(6) 2012, asthma chronic since (B)(6) 2012, cough variant asthma since (B)(6) 2012, breast operation since (B)(6) 2012, mass since (B)(6) 2012, foot pain since (B)(6) 2012, shortness of breath since (B)(6) 2012, chest pain since (B)(6) 2012, constipation since (B)(6) 2012, dizziness since (B)(6) 2012, cholecystitis since (B)(6) 2013, pain in toe since (B)(6) 2013, abscess since (B)(6) 2013, scar since (B)(6) 2013, breast discharge since (B)(6) 2013, cellulitis since (B)(6) 2013, burping since (B)(6) 2013, uterine cramps since (B)(6) 2013, hot flashes since (B)(6) 2013, irritability since (B)(6) 2013, hand dermatitis since (B)(6) 2013, papular rash since (B)(6) 2013, plantar warts since (B)(6) 2013, hemangioma since (B)(6) 2013, hyperpigmentation skin since (B)(6) 2013, left lower quadrant pain since (B)(6) 2013, appetite disorder since (B)(6) 2013, urinary tract infection since (B)(6) 2013, rectal bleeding since (B)(6) 2013, blood in stool since (B)(6) 2013, hemorrhoids since (B)(6) 2013, cough since (B)(6) 2014, sigmoidoscopy since (B)(6) 2014, burning sensation since (B)(6) 2014, urinary incontinence since (B)(6) 2014, urinary urgency since (B)(6) 2014, dysuria since (B)(6) 2014, lower abdominal pain since (B)(6) 2016, hemorrhagic cyst since (B)(6) 2016, ovarian cyst since (B)(6) 2016, anorectal discomfort since (B)(6) 2016, inflammation nos since(B)(6) 2016, pain since (B)(6) 2016, vaginal yeast infection since (B)(6) 2016, respiratory infection since (B)(6) 2016, urinary hesitancy since (B)(6) 2017 and wound healing disturbance of since (B)(6) 2017. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from 2004 to 2014 for birth control, ethinylestradiol;levonorgestrel (levora) from 2000 to 2004 for contraception, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017 for cyst of ovary, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2016 to (B)(6) 2016 for ovarian cyst as well as beclometasone dipropionate (qvar) since 2017, cyanocobalamin from 2015 to 2017, dicloxacillin since (B)(6) 2013, dicycloverine hydrochloride (bentyl) since (B)(6) 2014, dicycloverine hydrochloride (dicyclomine hcl) from 2015 to 2017, duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol;levonorgestrel (levora), famotidine from 2015 to 2017, fluticasone from 2014 to 2017, hydrocortisone acetate since (B)(6) 2013, ibuprofen since 2000, meloxicam since 2016, montelukast sodium (singulair) since 2016, nortriptyline since 2015, omeprazole since (B)(6) 2013, oxycodone hydrochloride (oxycodon) since 2016, polycarbophil calcium (konsyl fiber) since (B)(6) 2013, progesterone since (B)(6) 2017, pseudoephedrine hydrochloride from 2017 to 2018, salbutamol (albuterol), spironolactone since 2016, vilanterol from 2014 to 2017 and vitamins nos (mvi) from 2015 to 2017. In 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, bloating") and abdominal distension ("gastrointestinal or digestive system condition type: ibs, bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2012, the patient experienced mood altered ("hormonal changes describe: emotional changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives and itchy rashes"), rash pruritic ("rashes or skin conditions type: hives and itchy rashes") and rash ("rashes or skin conditions- type: painful rashes"). In 2013, the patient experienced pelvic pain ("pain\pelvis"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems"), memory impairment ("neurological conditions or problems type: small fiber neuropathy memory problems"), dysmenorrhoea ("dysmenorrhea (cramping) painful intercourse also bleeding during after intercourse"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: my vision is blurry"), systemic lupus erythematosus (seriousness criterion medically significant), small fibre neuropathy ("neurological conditions or problems type: small fiber neuropathy memory problems") and coital bleeding ("dysmenorrhea (cramping) painful intercourse also bleeding during after intercourse"), was found to have weight increased ("weight gain / loss specify which one: weight gain") and underwent dental care ("dental problems: dental work"). On (B)(6) 2016, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), 4 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced infection ("infection: hardiman, md"). In 2018, the patient experienced allergy to metals ("nickel allergy") and hypersensitivity ("nickel allergy hypersensitive to nickel low"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metal taste"), abdominal pain ("abdomen/ stomach pain"), vulvovaginal pain ("vagina pain"), arthralgia ("lower back and hips pain"), back pain ("lower back and hips pain "), adnexa uteri pain ("in my fallopian tubes"), pollakiuria ("bladder or urinary problems or changes needing to use the restroom all the time"), endometriosis ("excision of endometriosis") and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (ablation, excision, hysterectomy (full),, hysterectomy (full),salpingectomy (one side removal of fallopian tubes),lysis of adhesions., lysis of adhesions, oophorectomy (one side removal of ovary) and right salpingooophorectomy on (B)(6) 2016 and left salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, uterine perforation, pelvic pain, fatigue, insomnia, anxiety, depression, menorrhagia, vaginal haemorrhage, mood altered, female sexual dysfunction, fibromyalgia, urticaria, rash pruritic, migraine, headache, haemorrhagic ovarian cyst, nausea, tooth disorder, memory impairment, dysgeusia, allergy to metals, dysmenorrhoea, dyspareunia, alopecia, irritable bowel syndrome, abdominal distension, vaginal discharge, vision blurred, weight increased, systemic lupus erythematosus, rash, dental care, small fibre neuropathy, hypersensitivity, abdominal pain, vulvovaginal pain, back pain, adnexa uteri pain, pollakiuria, infection, endometriosis, pelvic adhesions and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental care, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, haemorrhagic ovarian cyst, headache, hypersensitivity, infection, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic adhesions, pelvic pain, pollakiuria, rash, rash pruritic, small fibre neuropathy, systemic lupus erythematosus, tooth disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 110 lbs. Coils placed without resistance right-10,left 03. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 9.5 kg/sqm. Pathology test - on (B)(6) 2017: result: part a ¿ sections reveal cross-sectional segments of fallopian tube. No endometrial glands or stroma are present. No hemosiderin deposition or significant inflammation is present. No evidence of malignancy is seen. Part b ¿ sections reveal connective tissue that contains numerous deposits of brownish pigment consistent with hemosiderin deposition. An area of calcification is present with intermixed glandular structures lined by a layer of distorted epithelium. No endometrial stroma is identifiable. No evidence of malignancy is seen. Ultrasound pelvis - on (B)(6) 2016: pelvic ultrasound for the evaluation of pelvic pain. She has not had a previous ultrasound. There is a small amount of fluid seen in the posterior cul de sac. The right ovary is surgically absent. There is a section of bowel seen adjacent to the uterus in the right that does not appear to have normal mobility in relationship to the uterus. There is a section of bowel in the left side that does not appear to have normal mobility in relationship to the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: metallic taste, headache, ibs, emotional change, abdominal pain, nausea, dysmenorrhea, dyspareunia, rash, weight increased, bloating, hemorrhagic ovarian cyst, hip pain, lower back pain, vagina pain and endometriosis. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received : reporter's information were added. Aka was added. Reporter's demographics were added. New events added-hormonal changes describe: emotional changes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection (other) describe: autoimmune disorder type of disorder: pre lupus, fibromyalgia, rashes or skin conditions type: hives and itchy rashes, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: hemorrhagic cyst of right ovary, migration of essure device location of device: anterior abdomen, nausea, dental problems, neurological conditions or problems type: small fiber neuropathy, memory problems, metal taste, nickel allergy, dysmenorrhea (cramping), lysis of adhesions, excision of endometriosis, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: my vision is blurry, fatigue , weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: ibs, bloating and hair loss., fibromyalgia, back pain, adnexa uteri pain and perforation (uterus)/fragment in my uterus were added. Event verbatim was updated as migration of essure device location of device: anterior abdomen/ part of that device was in my abdomen on top of my intestines. Concomitant drugs were added. Concomitant condition were added. Medical history was added. Auto narrative was updated. Reporter causality comment was updated. Lab test was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("due two fragments left in my uterus /breakage of essure device"), uterine perforation ("perforation (uterus)/fragment in my uterus"), device dislocation ("migration of essure device location of device: anterior abdomen/ part of that device was in my abdomen on top of my intestines."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), haemorrhagic ovarian cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic cyst of right ovary"), systemic lupus erythematosus ("autoimmune disorder type of pre lupus"), endometriosis ablation ("excision of endometriosis") and adhesiolysis ("lysis of adhesions") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal) on (B)(6) 2017, anemia on (B)(6) 2017, bronchiectasis on(B)(6) 2017, bronchitis on (B)(6) 2017, rotator cuff injury on (B)(6) 2017, pneumonia on (B)(6) 2017, neck pain on (B)(6) 2017 and vomiting on (B)(6) 2017. Patient underwent CT scan and transvaginal ultrasound (tvu) who's dated are unknown. Concurrent conditions included foggy feeling in head, memory loss, anemia since 2012, augmentation mammoplasty since 2007, breast prosthesis implantation since (B)(6) 2016, colonoscopy since (B)(6) 2014, arthritis since 2012, asthma since 2004, gerd since 2013, post-traumatic stress disorder since 2014, shoulder pain since 2010, body mass index abnormal, breast pain since (B)(6) 2011, ear disorder since (B)(6) 2012, obsessive-compulsive disorder since (B)(6) 2012, depressed mood since (B)(6) 2012, anxious mood since (B)(6) 2012, restlessness since (B)(6) 2012, muscle tension since (B)(6) 2012, breast mass since (B)(6) 2012, degeneration of cervical intervertebral disc since (B)(6) 2012, asthma chronic since (B)(6) 2012, cough variant asthma since (B)(6) 2012, breast operation since (B)(6) 2012, mass since (B)(6) 2012, foot pain since (B)(6) 2012, shortness of breath since (B)(6) 2012, chest pain since (B)(6) 2012, constipation since (B)(6) 2012, dizziness since (B)(6) 2012, cholecystitis since (B)(6) 2013, pain in toe since (B)(6) 2013, abscess since (B)(6) 2013, scar since (B)(6) 2013, breast discharge female since (B)(6) 2013, cellulitis since (B)(6) 2013, burping since (B)(6) 2013, uterine cramps since (B)(6) 2013, hot flashes since (B)(6) 2013, irritability since (B)(6) 2013, hand dermatitis since (B)(6) 2013, papular rash since (B)(6) 2013, plantar warts since (B)(6) 2013, hemangioma since (B)(6) 2013, hyperpigmentation skin since (B)(6) 2013, left lower quadrant pain since (B)(6) 2013, appetite disorder since (B)(6) 2013, urinary tract infection since (B)(6) 2013, rectal bleeding since (B)(6) 2013, blood in stool since (B)(6) 2013, hemorrhoids since (B)(6) 2013, cough since (B)(6) 2014, sigmoidoscopy since (B)(6) 2014, burning sensation since (B)(6) 2014, urinary incontinence since (B)(6) 2014, urinary urgency since (B)(6) 2014, dysuria since (B)(6) 2014, lower abdominal pain since (B)(6) 2016, hemorrhagic cyst since (B)(6) 2016, ovarian cyst since (B)(6) 2016, anorectal discomfort since (B)(6) 2016, inflammation since (B)(6) 2016, pain since (B)(6) 2016, vaginal yeast infection since(B)(6) 2016, respiratory infection since (B)(6) 2016, urinary hesitancy since (B)(6) 2017 and wound healing disturbance of since (B)(6) 2017. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from 2004 to 2014 for birth control, ethinylestradiol;levonorgestrel (levora) from 2000 to 2004 for contraception, ethinylestradiol;norgestimate (sprintec) from 28-sep-2016 to 8-jun-2017 for cyst of ovary, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2016 for ovarian cyst as well as beclometasone dipropionate (qvar) since 2017, cyanocobalamin from 2015 to 2017, dicloxacillin since (B)(6) 2013, dicycloverine hydrochloride (bentyl) since (B)(6) 2014, dicycloverine hydrochloride (dicyclomine hcl) from 2015 to 2017, duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol;levonorgestrel (levora), famotidine from 2015 to 2017, fluticasone from 2014 to 2017, hydrocortisone acetate since (B)(6) 2013, ibuprofen since 2000, meloxicam since 2016, montelukast sodium (singulair) since 2016, nortriptyline since 2015, omeprazole since (B)(6) 2013, oxycodone hydrochloride (oxycodon) since 2016, polycarbophil calcium (konsyl fiber) since (B)(6) 2013, progesterone since (B)(6) 2017, pseudoephedrine hydrochloride from 2017 to 2018, salbutamol (albuterol), spironolactone since 2016, vilanterol from 2014 to 2017 and vitamins nos (mvi) from 2015 to 2017. In 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, bloating") and abdominal distension ("gastrointestinal or digestive system condition type: ibs, bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2012, the patient experienced mood altered ("hormonal changes describe: emotional changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives and itchy rashes"), rash pruritic ("rashes or skin conditions type: hives and itchy rashes") and rash ("rashes or skin conditions- type: painful rashes"). In 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain\pelvis"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems"), memory impairment ("neurological conditions or problems type: small fiber neuropathy memory problems"), small fibre neuropathy ("neurological conditions or problems type: small fiber neuropathy memory problems"), dysmenorrhoea ("dysmenorrhea (cramping) painful intercourse also bleeding during after intercourse"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: my vision is blurry") and coital bleeding ("dysmenorrhea (cramping) painful intercourse also bleeding during after intercourse"), was found to have weight increased ("weight gain / loss specify which one: weight gain") and underwent dental care ("dental problems: dental work"). On (B)(6) 2016, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), 4 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced infection ("infection: (B)(6) , md"). In 2018, the patient experienced allergy to metals ("nickel allergy hypersensitive to nickel low / nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metal taste"), abdominal pain ("abdomen/ stomach pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain"), arthralgia ("lower back and hips pain"), back pain ("lower back and hips pain"), adnexa uteri pain ("in my fallopian tubes") and pollakiuria ("bladder or urinary problems or changes needing to use the restroom all the time") and underwent endometriosis ablation (seriousness criterion medically significant) and adhesiolysis (seriousness criterion medically significant). The patient was treated with surgery (ablation, excision, hysterectomy (full),salpingectomy (one side removal of fallopian tubes),lysis of adhesions, lysis of adhesions, oophorectomy (one side removal of ovary) and right salpingooophorectomy on (B)(6) 2016 and left salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device dislocation, menorrhagia, haemorrhagic ovarian cyst, systemic lupus erythematosus, endometriosis ablation, adhesiolysis, pelvic pain, fatigue, insomnia, anxiety, depression, vaginal haemorrhage, mood altered, female sexual dysfunction, fibromyalgia, urticaria, rash pruritic, migraine, headache, nausea, tooth disorder, memory impairment, small fibre neuropathy, dysgeusia, dysmenorrhoea, dyspareunia, alopecia, irritable bowel syndrome, abdominal distension, vaginal discharge, vision blurred, weight increased, rash, dental care, allergy to metals, abdominal pain, abdominal pain upper, vulvovaginal pain, arthralgia, back pain, adnexa uteri pain, pollakiuria, infection and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adhesiolysis, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, coital bleeding, dental care, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, female sexual dysfunction, fibromyalgia, haemorrhagic ovarian cyst, headache, infection, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic pain, pollakiuria, rash, rash pruritic, small fibre neuropathy, systemic lupus erythematosus, tooth disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 110 lbs. Insertion details - coils placed without resistance right-10,left 03. Date of removal- (B)(6) 2018, total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 9.5 kg/sqm. Pathology test - on (B)(6) 2017: result: part a ¿ sections reveal cross-sectional segments of fallopian tube. No endometrial glands or stroma are present. No hemosiderin deposition or significant inflammation is present. No evidence of malignancy is seen. Part b ¿ sections reveal connective tissue that contains numerous deposits of brownish pigment consistent with hemosiderin deposition. An area of calcification is present with intermixed glandular structures lined by a layer of distorted epithelium. No endometrial stroma is identifiable. No evidence of malignancy is seen.. Ultrasound pelvis - on (B)(6) 2016: pelvic ultrasound for the evaluation of pelvic pain. She has not had a previous ultrasound. There is a small amount of fluid seen in the posterior cul de sac. The right ovary is surgically absent. There is a section of bowel seen adjacent to the uterus in the right that does not appear to have normal mobility in relationship to the uterus. There is a section of bowel in the left side that does not appear to have normal mobility in relationship to the left ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: metallic taste, headache, ibs, emotional change, abdominal pain, nausea, dysmenorrhea, dyspareunia, rash, weight increased, bloating, hemorrhagic ovarian cyst, hip pain, lower back pain, vagina pain and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('due two fragments left in my uterus /breakage of essure device'), uterine perforation ('perforation (uterus)/fragment in my uterus'), device dislocation ('migration of essure device location of device: anterior abdomen/ part of that device was in my abdomen on top of my intestines.'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), haemorrhagic ovarian cyst ('reproductive system disorder or condition type of disorder or condition: hemorrhagic cyst of right ovary'), endometriosis ablation ('excision of endometriosis') and adhesiolysis ('lysis of adhesions') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting on (B)(6) 2017, acid reflux (oesophageal) on (B)(6) 2017, anemia on (B)(6) 2017, bronchiectasis on (B)(6) 2017, bronchitis on (B)(6) 2017, rotator cuff injury on (B)(6) 2017, pneumonia on (B)(6) 2017 and neck pain on (B)(6) 2017. Patient underwent CT scan and transvaginal ultrasound (tvu) who's dated are unknown. Concurrent conditions included wound healing disturbance of since (B)(6) 2017, urinary hesitancy since (B)(6) 2017, vaginal yeast infection since (B)(6) 2016, respiratory infection since (B)(6) 2016, breast prosthesis implantation since (B)(6) 2016, pain since (B)(6) 2016, anorectal discomfort since (B)(6) 2016, inflammation since (B)(6) 2016, ovarian cyst since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, hemorrhagic cyst since (B)(6) 2016, dysuria since (B)(6) 2014, urinary incontinence since (B)(6) 2014, urinary urgency since (B)(6) 2014, colonoscopy since (B)(6) 2014, post-traumatic stress disorder since 2014, burning sensation since (B)(6) 2014, cough since (B)(6) 2014, sigmoidoscopy since (B)(6) 2014, hemorrhoids since (B)(6) 2013, left lower quadrant pain since (B)(6) 2013, appetite disorder since (B)(6) 2013, urinary tract infection since (B)(6) 2013, rectal bleeding since (B)(6) 2013, blood in stool since (B)(6) 2013, gerd since 2013, hand dermatitis since (B)(6) 2013, papular rash since (B)(6) 2013, plantar warts since (B)(6) 2013, hemangioma since (B)(6) 2013, hyperpigmentation skin since (B)(6) 2013, uterine cramps since (B)(6) 2013, hot flashes since (B)(6) 2013, irritability since (B)(6) 2013, burping since (B)(6) 2013, abscess since (B)(6) 2013, scar since (B)(6) 2013, breast discharge female since (B)(6) 2013, cellulitis since (B)(6) 2013, pain in toe since (B)(6) 2013, cholecystitis since (B)(6) 2013, shortness of breath since (B)(6) 2012, chest pain since (B)(6) 2012, constipation since (B)(6) 2012, dizziness since (B)(6) 2012, foot pain since (B)(6) 2012, breast operation since (B)(6) 2012, mass since (B)(6) 2012, breast mass since (B)(6) 2012, degeneration of cervical intervertebral disc since (B)(6) 2012, asthma chronic since (B)(6) 2012, cough variant asthma since (B)(6) 2012, anemia since 2012, arthritis since 2012, obsessive-compulsive disorder since (B)(6) 2012, depressed mood since (B)(6) 2012, anxious mood since (B)(6) 2012, restlessness since (B)(6) 2012, muscle tension since (B)(6) 2012, ear disorder since (B)(6) 2012, breast pain since (B)(6) 2011, shoulder pain since 2010, augmentation mammoplasty since 2007, asthma since 2004, foggy feeling in head, memory loss and body mass index abnormal. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (microgestin fe) from 2004 to 2014 for birth control, ethinylestradiol; levonorgestrel (levora) from 2000 to 2004 for contraception, ethinylestradiol; norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017 for cyst of ovary, ethinylestradiol; levonorgestrel (seasonique) from (B)(6) 2016 for ovarian cyst as well as beclometasone dipropionate (qvar) since 2017, dicloxacillin since (B)(6) 2013, dicycloverin hydrochloride (bentyl) since (B)(6) 2014, dicycloverin hydrochloride (dicyclomine hcl) from 2015 to 2017, duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol; levonorgestrel (levora), famotidine (pepcid) from 2015 to 2017, fluticasone from 2014 to 2017, hydrocortisone acetate since (B)(6) 2013, ibuprofen since 2000, meloxicam since 2016, montelukast sodium (singulair) since 2016, nortriptyline since 2015, omeprazole since (B)(6) 2013, oxycodone hydrochloride (oxycodon) since 2016, polycarbophil calcium (konsyl fiber) since (B)(6) 2013, progesterone since (B)(6) 2017, pseudoephedrine hydrochloride from 2017 to 2018, salbutamol (albuterol), spironolactone since 2016, vilanterol from 2014 to 2017, vitamin b12 nos from 2015 to 2017 and vitamins nos (mvi) from 2015 to 2017. In 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, bloating") and abdominal distension ("gastrointestinal or digestive system condition type: ibs, bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2012, the patient experienced mood altered ("hormonal changes describe: emotional changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives and itchy rashes"), rash pruritic ("rashes or skin conditions type: hives and itchy rashes") and rash ("rashes or skin conditions- type: painful rashes"). In 2013, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of pre lupus"), pelvic pain ("pain\pelvis"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems"), memory impairment ("neurological conditions or problems type: small fiber neuropathy memory problems"), small fibre neuropathy ("neurological conditions or problems type: small fiber neuropathy memory problems"), dysmenorrhoea ("dysmenorrhea (cramping) painful intercourse also bleeding during after intercourse"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: my vision is blurry") and coital bleeding ("dysmenorrhea (cramping) painful intercourse also bleeding during after intercourse"), was found to have weight increased ("weight gain / loss specify which one: weight gain") and underwent dental care ("dental problems: dental work"). On (B)(6) 2016, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), 4 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced infection ("infection: (B)(6), md"). In 2018, the patient experienced allergy to metals ("nickel allergy hypersensitive to nickel low / nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metal taste"), abdominal pain ("abdomen/ stomach pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain"), arthralgia ("lower back and hips pain"), back pain ("lower back and hips pain"), adnexa uteri pain ("in my fallopian tubes"), pollakiuria ("bladder or urinary problems or changes needing to use the restroom all the time"), photophobia ("sensitive to lighting"), hyperacusis ("sensitive to loud noises"), dysphagia ("swallowing problem"), choking ("choking problems"), cerebrovascular accident ("stoke") and nervous system disorder ("neuro problem") and underwent endometriosis ablation (seriousness criterion medically significant) and adhesiolysis (seriousness criterion medically significant). The patient was treated with surgery (ablation, excision, hysterectomy (full), salpingectomy (one side removal of fallopian tubes), lysis of adhesions, lysis of adhesions, oophorectomy (one side removal of ovary) and right salpingooophorectomy on (B)(6) 2016 and left salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device dislocation, menorrhagia, haemorrhagic ovarian cyst, systemic lupus erythematosus, endometriosis ablation, adhesiolysis, pelvic pain, fatigue, insomnia, anxiety, depression, vaginal haemorrhage, mood altered, female sexual dysfunction, fibromyalgia, urticaria, rash pruritic, migraine, headache, nausea, tooth disorder, memory impairment, small fibre neuropathy, dysgeusia, dysmenorrhoea, dyspareunia, alopecia, irritable bowel syndrome, abdominal distension, vaginal discharge, vision blurred, weight increased, rash, dental care, allergy to metals, abdominal pain, abdominal pain upper, vulvovaginal pain, arthralgia, back pain, adnexa uteri pain, pollakiuria, infection, coital bleeding, photophobia, hyperacusis, cerebrovascular accident and nervous system disorder outcome was unknown and the dysphagia and choking had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adhesiolysis, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cerebrovascular accident, choking, coital bleeding, dental care, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, endometriosis ablation, fatigue, female sexual dysfunction, fibromyalgia, haemorrhagic ovarian cyst, headache, hyperacusis, infection, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood altered, nausea, nervous system disorder, pelvic pain, photophobia, pollakiuria, rash, rash pruritic, small fibre neuropathy, systemic lupus erythematosus, tooth disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 110 lbs. Insertion details - coils placed without resistance right-10,left 03. Date of removal- (B)(6) 2018, total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 9.5 kg/sqm. Pathology test - on (B)(6) 2017: result: part a ¿ sections reveal cross-sectional segments of fallopian tube. No endometrial glands or stroma are present. No hemosiderin deposition or significant inflammation is present. No evidence of malignancy is seen. Part b ¿ sections reveal connective tissue that contains numerous deposits of brownish pigment consistent with hemosiderin deposition. An area of calcification is present with intermixed glandular structures lined by a layer of distorted epithelium. No endometrial stroma is identifiable. No evidence of malignancy is seen. Ultrasound pelvis - on (B)(6) 2016: pelvic ultrasound for the evaluation of pelvic pain. She has not had a previous ultrasound. There is a small amount of fluid seen in the posterior cul de sac. The right ovary is surgically absent. There is a section of bowel seen adjacent to the uterus in the right that does not appear to have normal mobility in relationship to the uterus. There is a section of bowel in the left side that does not appear to have normal mobility in relationship to the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: metallic taste, headache, ibs, emotional change, abdominal pain, nausea, dysmenorrhea, dyspareunia, rash, weight increased, bloating, hemorrhagic ovarian cyst, hip pain, lower back pain, vagina pain and endometriosis, dysphagia, photophobia, hyperacusis, choking. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('due two fragments left in my uterus /breakage of essure device'), uterine perforation ('perforation (uterus)/fragment in my uterus'), device dislocation ('migration of essure device, location of device: anterior abdomen/ part of that device was in my abdomen on top of my intestines'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), haemorrhagic ovarian cyst ('reproductive system disorder or condition, type of disorder or condition: hemorrhagic cyst of right ovary'), endometriosis ablation ('excision of endometriosis') and adhesiolysis ('lysis of adhesions'). In a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: vomiting on (B)(6) 2017, acid reflux (oesophageal) on (B)(6) 2017, anemia on (B)(6) 2017, bronchiectasis on (B)(6) 2017, bronchitis on (B)(6) 2017, rotator cuff injury on (B)(6) 2017, pneumonia on (B)(6) 2017 and neck pain on (B)(6) 2017. Patient underwent CT scan and transvaginal ultrasound (tvu), who's dated are unknown. Concurrent conditions included: wound healing disturbance of since (B)(6) 2017, urinary hesitancy since (B)(6) 2017, vaginal yeast infection since (B)(6) 2016, respiratory infection since (B)(6) 2016, breast prosthesis implantation since (B)(6) 2016, pain since (B)(6) 2016, anorectal discomfort since (B)(6) 2016, inflammation since (B)(6) 2016, ovarian cyst since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, hemorrhagic cyst since (B)(6) 2016, dysuria since (B)(6) 2014, urinary incontinence since (B)(6) 2014, urinary urgency since (B)(6) 2014, colonoscopy since (B)(6) 2014, post-traumatic stress disorder since 2014, burning sensation since (B)(6) 2014, cough since (B)(6) 2014, sigmoidoscopy since (B)(6) 2014, hemorrhoids since (B)(6) 2013, left lower quadrant pain since (B)(6) 2013, appetite disorder since (B)(6) 2013, urinary tract infection since (B)(6) 2013, rectal bleeding since (B)(6) 2013, blood in stool since (B)(6) 2013, gerd since 2013, hand dermatitis since (B)(6) 2013, papular rash since (B)(6) 2013, plantar warts since (B)(6) 2013, hemangioma since (B)(6) 2013, hyperpigmentation skin since (B)(6) 2013, uterine cramps since (B)(6) 2013, hot flashes since (B)(6) 2013, irritability since (B)(6) 2013, burping since (B)(6) 2013, abscess since (B)(6) 2013, scar since (B)(6) 2013, breast discharge female since (B)(6) 2013, cellulitis since (B)(6) 2013, pain in toe since (B)(6) 2013, cholecystitis since (B)(6) 2013, shortness of breath since (B)(6) 2012, chest pain since (B)(6) 2012, constipation since (B)(6) 2012, dizziness since (B)(6) 2012, foot pain since (B)(6) 2012, breast operation since (B)(6) 2012, mass since (B)(6) 2012, breast mass since (B)(6) 2012, degeneration of cervical intervertebral disc since (B)(6) 2012, asthma chronic since (B)(6) 2012, cough variant asthma since (B)(6) 2012, anemia since 2012, arthritis since 2012, obsessive-compulsive disorder since (B)(6) 2012, depressed mood since (B)(6) 2012, anxious mood since (B)(6) 2012, restlessness since (B)(6) 2012, muscle tension since (B)(6) 2012, ear disorder since (B)(6) 2012, breast pain since (B)(6)2011, shoulder pain since 2010, augmentation mammoplasty since 2007, asthma since 2004, foggy feeling in head, memory loss and body mass index abnormal. Concomitant products included: ethinylestradiol; ferrous fumarate; norethisterone acetate (microgestin fe) from 2004 to 2014 for birth control, ethinylestradiol;levonorgestrel (levora) from 2000 to 2004 for contraception, ethinylestradiol; norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017 for cyst of ovary, ethinylestradiol; levonorgestrel (seasonique) from (B)(6) 2016 to (B)(6) 2016 for ovarian cyst, as well as beclometasone dipropionate (qvar) since 2017, dicloxacillin since 3-jun-2013, dicycloverine hydrochloride (bentyl) since 12-may-2014, dicycloverine hydrochloride (dicyclomine hcl) from 2015 to 2017, duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol; levonorgestrel (levora), famotidine (pepcid) from 2015 to 2017, fluticasone from 2014 to 2017, hydrocortisone acetate since 9-aug-2013, ibuprofen since 2000, meloxicam since 2016, montelukast sodium (singulair) since 2016, nortriptyline since 2015, omeprazole since 7-may-2013, oxycodone hydrochloride (oxycodon) since 2016, polycarbophil calcium (konsyl fiber) since 9-aug-2013, progesterone since 4-aug-2017, pseudoephedrine hydrochloride from 2017 to 2018, salbutamol (albuterol), spironolactone since 2016, vilanterol from 2014 to 2017, vitamin b12 nos from 2015 to 2017 and vitamins nos (mvi) from 2015 to 2017. In 2011, the patient experienced, irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs, bloating") and abdominal distension ("gastrointestinal or digestive system condition, type: ibs, bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced, dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced, migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2012, the patient experienced, mood altered ("hormonal changes describe: emotional changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives and itchy rashes"), rash pruritic ("rashes or skin conditions, type: hives and itchy rashes") and rash ("rashes or skin conditions, type: painful rashes"). In 2013, the patient experienced, systemic lupus erythematosus ("autoimmune disorder type of pre lupus"), pelvic pain ("pain\pelvis"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems"), memory impairment ("neurological conditions or problems, type: small fiber neuropathy memory problems"), small fibre neuropathy ("neurological conditions or problems, type: small fiber neuropathy memory problems"), dysmenorrhoea ("dysmenorrhea (cramping) painful intercourse, also bleeding during after intercourse"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems, type: my vision is blurry") and coital bleeding ("dysmenorrhea (cramping) painful intercourse, also bleeding during after intercourse"). Was found to have weight increased ("weight gain / loss, specify which one: weight gain"). And underwent dental care ("dental problems: dental work"). On (B)(6)2016, the patient experienced, haemorrhagic ovarian cyst (seriousness criterion medically significant), 4 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced, infection ("infection: hardiman, md"). In 2018, the patient experienced, allergy to metals ("nickel allergy hypersensitive to nickel low / nickel allergy"). On an unknown date, the patient experienced, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metal taste"), abdominal pain ("abdomen/ stomach pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain"), arthralgia ("lower back and hips pain"), back pain ("lower back and hips pain"), adnexa uteri pain ("in my fallopian tubes"), pollakiuria ("bladder or urinary problems or changes needing to use the restroom all the time"), photophobia ("sensitive to lighting"), hyperacusis ("sensitive to loud noises"), dysphagia ("swallowing problem") and choking ("choking problems"). And underwent endometriosis ablation (seriousness criterion medically significant), and adhesiolysis (seriousness criterion medically significant). The patient was treated with surgery (ablation, excision, hysterectomy (full),salpingectomy (one side removal of fallopian tubes),lysis of adhesions, lysis of adhesions, oophorectomy (one side removal of ovary), and right salpingooophorectomy on (B)(6) 2016. And left salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device dislocation, menorrhagia, haemorrhagic ovarian cyst, systemic lupus erythematosus, endometriosis ablation, adhesiolysis, pelvic pain, fatigue, insomnia, anxiety, depression, vaginal haemorrhage, mood altered, female sexual dysfunction, fibromyalgia, urticaria, rash pruritic, migraine, headache, nausea, tooth disorder, memory impairment, small fibre neuropathy, dysgeusia, dysmenorrhoea, dyspareunia, alopecia, irritable bowel syndrome, abdominal distension, vaginal discharge, vision blurred, weight increased, rash, dental care, allergy to metals, abdominal pain, abdominal pain upper, vulvovaginal pain, arthralgia, back pain, adnexa uteri pain, pollakiuria, infection, coital bleeding, photophobia and hyperacusis outcome was unknown. And the dysphagia and choking had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adhesiolysis, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, choking, coital bleeding, dental care, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, endometriosis ablation, fatigue, female sexual dysfunction, fibromyalgia, haemorrhagic ovarian cyst, headache, hyperacusis, infection, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic pain, photophobia, pollakiuria, rash, rash pruritic, small fibre neuropathy, systemic lupus erythematosus, tooth disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 110 lbs. Insertion details: -coils placed without resistance right-10,left 03. Date of removal: (B)(6) 2018, total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 9.5 kg/sqm. Pathology test: on (B)(6) 2017, result: part a. Sections reveal cross-sectional segments of fallopian tube. No endometrial glands or stroma are present. No hemosiderin deposition or significant inflammation is present. No evidence of malignancy is seen. Part b. Sections reveal connective tissue that contains numerous deposits of brownish pigment consistent with hemosiderin deposition. An area of calcification is present with intermixed glandular structures lined by a layer of distorted epithelium. No endometrial stroma is identifiable. No evidence of malignancy is seen. Ultrasound pelvis: on (B)(6) 2016, pelvic ultrasound for the evaluation of pelvic pain. She has not had a previous ultrasound. There is a small amount of fluid seen in the posterior cul de sac. The right ovary is surgically absent. There is a section of bowel seen adjacent to the uterus in the right, that does not appear to have normal mobility in relationship to the uterus. There is a section of bowel in the left side, that does not appear to have normal mobility in relationship to the left ovary. Concerning the injuries reported in this case, the following ones were confirmed, in patients medical record: metallic taste, headache, ibs, emotional change, abdominal pain, nausea, dysmenorrhea, dyspareunia, rash, weight increased, bloating, hemorrhagic ovarian cyst, hip pain, lower back pain, vagina pain and endometriosis, dysphagia, photophobia, hyperacusis, choking. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: event: sensitive to lighting, sensitive to noises, swallowing problems and choking problems were added. Reporter information was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('due two fragments left in my uterus /breakage of essure device'), uterine perforation ('perforation (uterus)/fragment in my uterus'), device dislocation ('migration of essure device location of device: anterior abdomen/ part of that device was in my abdomen on top of my intestines.'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), haemorrhagic ovarian cyst ('reproductive system disorder or condition type of disorder or condition: hemorrhagic cyst of right ovary'), endometriosis ablation ('excision of endometriosis') and adhesiolysis ('lysis of adhesions') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting on (B)(6) 2017, acid reflux (oesophageal) on (B)(6) 2017, anemia on (B)(6) 2017, bronchiectasis on (B)(6) 2017, bronchitis on (B)(6) 2017, rotator cuff injury on (B)(6) 2017, pneumonia on 23-jun-2017 and neck pain on (B)(6) 2017. Patient underwent CT scan and transvaginal ultrasound (tvu) who's dated are unknown. Concurrent conditions included wound healing disturbance of since (B)(6) 2017, urinary hesitancy since (B)(6) 2017, vaginal yeast infection since (B)(6) 2016, respiratory infection since (B)(6) 2016, breast prosthesis implantation since (B)(6) 2016, pain since (B)(6) 2016, anorectal discomfort since (B)(6) 2016, inflammation since (B)(6) 2016, ovarian cyst since (B)(6) 2016, lower abdominal pain since (B)(6) 2016, hemorrhagic cyst since (B)(6) 2016, dysuria since (B)(6) 2014, urinary incontinence since (B)(6) 2014, urinary urgency since (B)(6) 2014, colonoscopy since (B)(6) 2014, post-traumatic stress disorder since 2014, burning sensation since (B)(6) 2014, cough since (B)(6) 2014, sigmoidoscopy since (B)(6) 2014, hemorrhoids since 9-aug-2013, left lower quadrant pain since (B)(6) 2013, appetite disorder since (B)(6) 2013, urinary tract infection since (B)(6) 2013, rectal bleeding since (B)(6) 2013, blood in stool since (B)(6) 2013, gerd since 2013, hand dermatitis since (B)(6) 2013, papular rash since (B)(6) 2013, plantar warts since (B)(6) 2013, hemangioma since (B)(6) 2013, hyperpigmentation skin since (B)(6) 2013, uterine cramps since (B)(6) 2013, hot flashes since (B)(6) 2013, irritability since (B)(6) 2013, burping since (B)(6) 2013, abscess since (B)(6) 2013, scar since (B)(6) 2013, breast discharge female since (B)(6) 2013, cellulitis since (B)(6) 2013, pain in toe since (B)(6) 2013, cholecystitis since (B)(6) 2013, shortness of breath since (B)(6) 2012, chest pain since (B)(6) 2012, constipation since (B)(6) 2012, dizziness since (B)(6) 2012, foot pain since (B)(6) 2012, breast operation since (B)(6) 2012, mass since (B)(6) 2012, breast mass since (B)(6) 2012, degeneration of cervical intervertebral disc since (B)(6) 2012, asthma chronic since (B)(6) 2012, cough variant asthma since (B)(6) 2012, anemia since 2012, arthritis since 2012, obsessive-compulsive disorder since (B)(6) 2012, depressed mood since (B)(6) 2012, anxious mood since (B)(6) 2012, restlessness since (B)(6) 2012, muscle tension since (B)(6) 2012, ear disorder since (B)(6) 2012, breast pain since (B)(6) 2011, shoulder pain since 2010, augmentation mammoplasty since 2007, asthma since 2004, foggy feeling in head, memory loss and body mass index abnormal. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from 2004 to 2014 for birth control, ethinylestradiol;levonorgestrel (levora) from 2000 to 2004 for contraception, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2017 for cyst of ovary, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2016 to (B)(6) 2016 for ovarian cyst as well as beclometasone dipropionate (qvar) since 2017, dicloxacillin since (B)(6) 2013, dicycloverine hydrochloride (bentyl) since (B)(6) 2014, dicycloverine hydrochloride (dicyclomine hcl) from 2015 to 2017, duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol;levonorgestrel (levora), famotidine (pepcid) from 2015 to 2017, fluticasone from 2014 to 2017, hydrocortisone acetate since (B)(6) 2013, ibuprofen since 2000, meloxicam since 2016, montelukast sodium (singulair) since 2016, nortriptyline since 2015, omeprazole since (B)(6) 2013, oxycodone hydrochloride (oxycodon) since 2016, polycarbophil calcium (konsyl fiber) since (B)(6) 2013, progesterone since (B)(6) 2017, pseudoephedrine hydrochloride from 2017 to 2018, salbutamol (albuterol), spironolactone since 2016, vilanterol from 2014 to 2017, vitamin b12 nos from 2015 to 2017 and vitamins nos (mvi) from 2015 to 2017. In 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, bloating") and abdominal distension ("gastrointestinal or digestive system condition type: ibs, bloating"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2012, the patient experienced mood altered ("hormonal changes describe: emotional changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("rashes or skin conditions type: hives and itchy rashes"), rash pruritic ("rashes or skin conditions type: hives and itchy rashes") and rash ("rashes or skin conditions- type: painful rashes"). In 2013, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of pre lupus"), pelvic pain ("pain\pelvis"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), tooth disorder ("dental problems"), memory impairment ("neurological conditions or problems type: small fiber neuropathy memory problems"), small fibre neuropathy ("neurological conditions or problems type: small fiber neuropathy memory problems"), dysmenorrhoea ("dysmenorrhea (cramping) painful intercourse also bleeding during after intercourse"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: my vision is blurry") and coital bleeding ("dysmenorrhea (cramping) painful intercourse also bleeding during after intercourse"), was found to have weight increased ("weight gain / loss specify which one: weight gain") and underwent dental care ("dental problems: dental work"). On (B)(6) 2016, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), 4 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced infection ("infection: hardiman, md"). In 2018, the patient experienced allergy to metals ("nickel allergy hypersensitive to nickel low / nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), insomnia ("insomnia"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metal taste"), abdominal pain ("abdomen/ stomach pain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain"), arthralgia ("lower back and hips pain"), back pain ("lower back and hips pain"), adnexa uteri pain ("in my fallopian tubes"), pollakiuria ("bladder or urinary problems or changes needing to use the restroom all the time"), photophobia ("sensitive to lighting"), hyperacusis ("sensitive to loud noises"), dysphagia ("swallowing problem"), choking ("choking problems"), cerebrovascular accident ("stoke") and nervous system disorder ("neuro problem") and underwent endometriosis ablation (seriousness criterion medically significant) and adhesiolysis (seriousness criterion medically significant). The patient was treated with surgery (ablation, excision, hysterectomy (full),salpingectomy (one side removal of fallopian tubes),lysis of adhesions, lysis of adhesions, oophorectomy (one side removal of ovary) and right salpingooophorectomy on (B)(6) 2016 and left salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, device dislocation, menorrhagia, haemorrhagic ovarian cyst, systemic lupus erythematosus, endometriosis ablation, adhesiolysis, pelvic pain, fatigue, insomnia, anxiety, depression, vaginal haemorrhage, mood altered, female sexual dysfunction, fibromyalgia, urticaria, rash pruritic, migraine, headache, nausea, tooth disorder, memory impairment, small fibre neuropathy, dysgeusia, dysmenorrhoea, dyspareunia, alopecia, irritable bowel syndrome, abdominal distension, vaginal discharge, vision blurred, weight increased, rash, dental care, allergy to metals, abdominal pain, abdominal pain upper, vulvovaginal pain, arthralgia, back pain, adnexa uteri pain, pollakiuria, infection, coital bleeding, photophobia, hyperacusis, cerebrovascular accident and nervous system disorder outcome was unknown and the dysphagia and choking had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adhesiolysis, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cerebrovascular accident, choking, coital bleeding, dental care, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dysphagia, endometriosis ablation, fatigue, female sexual dysfunction, fibromyalgia, haemorrhagic ovarian cyst, headache, hyperacusis, infection, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood altered, nausea, nervous system disorder, pelvic pain, photophobia, pollakiuria, rash, rash pruritic, small fibre neuropathy, systemic lupus erythematosus, tooth disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 110 lbs. Insertion details - coils placed without resistance right-10,left 03. Date of removal- (B)(6) 2018, total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 9.5 kg/sqm. Pathology test - on (B)(6) 2017: result: part a ¿ sections reveal cross-sectional segments of fallopian tube. No endometrial glands or stroma are present. No hemosiderin deposition or significant inflammation is present. No evidence of malignancy is seen. Part b ¿ sections reveal connective tissue that contains numerous deposits of brownish pigment consistent with hemosiderin deposition. An area of calcification is present with intermixed glandular structures lined by a layer of distorted epithelium. No endometrial stroma is identifiable. No evidence of malignancy is seen.. Ultrasound pelvis - on (B)(6) 2016: pelvic ultrasound for the evaluation of pelvic pain. She has not had a previous ultrasound. There is a small amount of fluid seen in the posterior cul de sac. The right ovary is surgically absent. There is a section of bowel seen adjacent to the uterus in the right that does not appear to have normal mobility in relationship to the uterus. There is a section of bowel in the left side that does not appear to have normal mobility in relationship to the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: metallic taste, headache, ibs, emotional change, abdominal pain, nausea, dysmenorrhea, dyspareunia, rash, weight increased, bloating, hemorrhagic ovarian cyst, hip pain, lower back pain, vagina pain and endometriosis, dysphagia, photophobia, hyperacusis, choking. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " neuro problems and stroke symptoms" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue"), insomnia ("insomnia"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, fatigue, insomnia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, fatigue, insomnia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.